Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova&#39;s employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any &#34;defects¿ or &#34;malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient has experienced an increase in seizures following a recent battery replacement surgery. No other relevant information has been received to date.

Manufacturer narrative:
D4 lot number, corrected data: the initial report inadvertently omitted the lot number of the suspect device.

Event description:
Additional information was received that in response to the reported increase in seizures, the patient's autostim settings were adjusted and the seizures were stabilized. At a later follow up, the increase in seizures returned and autostim settings were adjusted again. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.